Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, a temperature change had occurred to the pump prior to the occlusion alarm declaring. Blood glucose was 185 mg/dl. A new cartridge was loaded and the pump performed as intended.